Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by restarting the analyzer. While troubleshooting, fse found the detector temperature needed adjustment but could not adjust it. Fse noticed heat damage to the center lead of a component on the deth board. Fse resolved complaint by replacing the deth board. Fse confirmed temperature was within acceptable range, and successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. (B)(4). The aia-900 operator's manual under section 12: flags and error messages states the following: [3034] detector temp. L-limit error. Cause: the detector temperature fell below the lower limit (standard: 32 c). No further operation will take place. An io flag will be attached to the measurement result. Action: check the heater and also the temperature sensor t200. It is necessary to switch the main power on again. The most probable cause of the reported event is due to faulty deth board.

Event description:
A customer reported getting "3034 detector temp. L-limit error" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The deth board was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported "3034 detector temp. L-limit error" was due to failure of the deth board. The most probable cause of the reported event is due to faulty deth board.